Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error - insufficient drain - inappropriately programmed minimum initial drain volume setting. The amia clinician guide reads: ¿warning: set the minimum initial drain volume to at least 70% of the last fill volume to reduce the risk of iipv. Setting the minimum initial drain volume too low may result in an incomplete initial drain followed by a complete fill. This may result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one increased intraperitoneal volume event (iipv) between 15 to 25 percent was identified in the treatment history file started on (B)(6) 2015 at 15:39 during cycle 1. The drain volume (dv) was 3827.05ml indicating the patient drained 27.568% above maximum programmed volume (mpv) of 3000ml. No additional information is available.